Event description:
It was reported that the patient presented for an implant procedure. During the procedure, both the right atrial (ra) and right ventricular (rv) leads were noted to exhibit high pacing impedance prior to pocket closure. Both the ra & rv leads were not used and the procedure was abandoned due to patient's inability to cooperate. The patient was in stable condition.